Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Maintenance man from (B)(6) called stating that the lift wasn't working and that he needed a new motor. I clarified that it was the actuator motor, provided part # and cost. Referred facility to local dealers. No other information provided.